Event description:
It was reported that the triangular part of the head of the uni abutment peeled off, leaving only the fragment inside the implant. An attempt was made to remove it by creating a depression with a diamond point and using the product in question, but the product fractured. A second attempt was made with the same product, but it fractured again. Finally, the remaining uni abutment was removed using a diamond point. The implant is still loadable.

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.